Manufacturer narrative:
We as manufacturer of the device involved in the event performed our own investigation based on the information shared by the us importer. The us importer and our clinical department have evaluated all the available information and concluded the following: in (B)(4) clinical evaluated the latest picture of the patient's and evaluated that the injuries are healing properly. In date (B)(6) 2025 the actual device involved in the event has been evaluated, by authorized technician, and found to be working properly within specifications. All the available information has been forwarded to our crp manager in order to have his evaluation: he concluded that the parameters used for the treatment are very aggressive. Which could support the similar end-point reached for the previous treatment. The adverse effect recorded in the last treatment could have been triggered also by the season in which the treatment has been performed (summer) with, usually, a higher sun exposure. His evaluation concluded that the burns could be categorized as a first degree. Blister and burns are identified in the operator's manual as foreseeable side effect in the dedicated chapter of the IFU code om122b1-d1_g. V07 (actual revision shipped with the device). The present event has been evaluated as a reportable due to the fact that the patient received medical attention following the treatment. No issue with the device has been reported or any malfunction that could have contributed to the event. Based on what reported above is possible to conclude that the most probable cause of the event is a user error (treatment perfroemd with too much aggressive parameters and improper procedure) and that no design issues has been found to be contributory to the event. The present MDR report is considered as a final report unless FDA has more questions about it.

Event description:
In date (B)(6) 2025 we receive a communication from the us importer, (B)(4), relative to an adverse event in which a patient developed blister following a treatment with the device elite iq. The actual device involved in the event is an elite iq, manufactured by el.en. Electronic engineering spa, marketed in the USA with 510(k) k193426. The clinic informed that the patient has already got some histamine response in the previous treatment. Anyway, during the last one, the reaction was even more pronounced. The patient reported to had cold bath in the area when it felt hot and applied hydrocortisone as a preventative medication. Finally, the patient visited a burn clinic in date (B)(6) 2025 where the area was debrided. Pictures of the lesions reported by the patient has been shared and reviewed by both the us importer's clinical staff as well as ours (as manufacturer of the device). The lesion has been evaluated as a serious injury because they may require medical attention to prevent a permanent impairment. (B)(4), as us importer of the device, have already reported this case to the us FDA with a dedicated MDR report code (B)(4) in date (B)(6) 2025. Based on that, in accordance with 21 cfr part 803.50(b)(2) we as manufacturer of the device are obliged to submit our own report to the FDA.